Manufacturer narrative:
(B)(4). Date sent: 5/13/2021; d4: batch # u9572c. H6: component code: mechanical (g04); others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage in the external components and one "j" formed clip was returned inside a plastic bag. Further analysis showed that the jaws were correctly aligned and no issues were noted. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. No functional testing could be performed as the device was returned empty, therefore, no conclusion could be reached on how the clip was returned malformed. In order to evaluate the condition of the internal components, the device was disassembled, no anomalies were noted and no clips were found inside the track. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device was returned empty and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal gastrectomy, scissoring occurred about three times. Additional hand suturing was performed to complete the case. There were no adverse consequences to the patient. No further information is available.